Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) . Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 364, 299 and 246 mg/dl. The customer's expected fasting blood glucose test result range is 160 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 246 and 325 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is undisclosed. (B)(6). Memory concerns: the customer is concerned with 364, 299 and 246, in addition to the difference between the readings which were taken minutes apart. The customer called and stated that his meter was reading higher than his normal range of 160 - 170 mg/dl. The customer is also concerned with the difference between readings that were taken within minutes of each other. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 364, 299 and 246mg/dl. The customer's expected fasting blood glucose test result range is 160 to 170mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 246 and 325mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 215mg/dl (B)(6) 2017 12:00 am fasting: yes, 246mg/dl (B)(6) 2017 12:00 am fasting: yes, 299mg/dl (B)(6) 2017 12:00 am fasting: yes, 364mg/dl (B)(6) 2017 12:00 am fasting: yes, 210mg/dl (B)(6) 2017 12:00 am fasting: yes. Memory concerns: the customer is concerned with 364, 299 and 246, in addition to the difference between the readings which were taken minutes apart. The customer called and stated that his meter was reading higher than his normal range of 160 - 170 mg/dl. The customer is also concerned with the difference between readings that were taken within minutes of each other. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.